Manufacturer narrative:
The actual complaint product was not returned for evaluation. There were no nonconformances identified related to sterilization of the complaint lot. In addition, the consumer did not indicate any leaking packages or that there was no saline in any package or any other seal related events, no sealing related defects were identified during any in process inspections of the complaint lot, nor during final inspection of the complaint lot. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2019, through an investigator initiated study that a consumer experienced a corneal ulcer on the right eye on (B)(6) 2017 which was resolved on (B)(6) 2017. Treatment modality and duration was not indicated during the report however, a culture test was performed and it was reported that the culture was negative for aerobic bacteria and fungus. Additional information has been requested but not yet received.